Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 10 mg/ml bupivacaine at 2.2 mg/day and 30 mg/ml dilaudid at 6.8 mg/day. The reason for use was non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that a motor stall was seen at initial interrogation. The issue occurred on (B)(6) 2019. The patient did not recently have an MRI. The hcp had been recently decreasing the it doses to remove the pump but today the hcp was contacted by the patient because they confirmed the personal therapy manager 8835 displayed a 8476 code. The caller did not think the event logs had been accessed/reviewed yet. They were inquiring about next steps. Troubleshooting was performed with the caller reviewing pertinent information per the caller's inquires. The hcp will confer with the patient. There were no symptoms reported. There were no further complications reported/anticipated.